Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued (B)(4) 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. The submission of this report by convatec or related info to the FDA and its release by the FDA, does not reflect an admission by convatec, or a conclusion by the FDA that this report or related info that convatec, their employees, or the convatec device caused or contributed to the reportable event. The brand name should read as s4s/sur-fit natura 2 pc - 2 pc durahesive (dh) convex moldable wafer. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications.

Event description:
Report received indicated end user states that her retailer sent her the moldable convex in error. She reports experiencing leaking within hours and that she had to change the appliance 3 and 4 times a day. She developed a small skin tear 0.5 cm x 0.5 cm at 12 o'clock when removing one of the barriers. No further info provided. The pts subsequent outcome was not reported.